Manufacturer narrative:
The investigation of the reported complaint has been finalized. The ventilator device was investigated by our field service engineer (fse) at the hospital. At startup of the device, the alarm message panel disconnect was generated. The problem could be resolved by exchanging the control pc board and by reloading the system software. Our review of the returned device logs shows that there were several software alarms that regarded both the monitor and breathing subsystems, the monitor, and the breathing subsystem also made a few subsystem restarts at the time of event. There was no ventilator shutdown but the subsystem restart may be perceived as a shutdown due to that parameter metrics and curves not are showed on the display during the restarts. The root cause to why this event occurred has not been established. The exchanged pc board was not sent in for technical investigation. The device passed all test after the exchange of the pc board and was returned back for clinical use. No more deviations have been reported since.

Event description:
(B)(4).

Event description:
It was reported that the ventilator shut down while it was connected to a patient. There was no patient harm. (B)(4).